Event description:
It was reported that during an arthroscopic knee procedure using a paragon t2 icw wand, the inner electrode ring detached from the tip of the wand, while inside the surgical site. This event caused a surgical delay exceeding an hr, while the pt was x-rayed 6 times, in an effort to retrieve the detached piece. The piece was eventually located and removed using a shaver. The procedure was then completed by opening a new wand, w/o further incident. There were no pt complications reported as a result of this event.